Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's internal battery door needs replaced due to physical damage. The system board, blower assembly, blower bellows, blower mount, blower cap, blower chassis plate, inlet side panel, outlet side panel, main housing, dual limb cup, tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to tobacco contamination. All parts not replaced will need to be cleaned thoroughly. The device's software will need upgraded to the current version.